Manufacturer narrative:
Insulin pump passed displacement, and active current measurement tests; it failed sleep current measurement test. No unexpected low battery life or low battery alerts were noted during testing. However, confirmed power error detected due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose level was unknown. The customer stated that notification light stop immediately flashing. The insulin pump will be returned for analysis.